Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an adverse event occurred. The patient¿s mother stated that although she was receiving continuous glucose monitor (cgm) data, she did not receive a notification on her follow application for an urgent low event. On (B)(6) 2019 the patient experienced a hypoglycemic seizure and the mother initially thought they had slept through an urgent low alarm. The patient was taken to the emergency room; the mother did not provide any information about treatment given at home, and stated the ER only sent them home with an anti-nausea medication. The following morning on (B)(6) 2019 the patient experienced a low glucose again and then the mother realized there were no alarms at all on her follow application. At the time of contact, the patient was feeling okay and able to go to school on (B)(6) 2019. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be potential patient misuse via data. No additional patient or event information is available.